Event description:
It is reported that the device was implanted in 2007 and the following month, the patient started experiencing periprosthetic, non-displaced fracture on operative hip one month post-op. Treatment was weight reduction.

Manufacturer narrative:
Evaluation summary: the alleged complaint refers to a periprosthetic, non-displaced fracture on the operative hip, one month post-op. The patient had a bmi of 43, however, the activity level was not indicated. It was suggested that the patient may have participated in some aggressive pt, thereby possibly leading to the fracture. Device and/or x-rays were not provided for review and the treatment for the patient was weight reduction. No product was returned. Review of the device history record for the device did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. On item number, review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.